Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. As no further info becomes available pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4). Tentative translation of users narrative: regional anaesthesia of the peripheral plexus. After catheter placement the stylet has been removed. Removal required inappropriate force, unsure, if catheter tip migrates while removing. Maybe displaced, unsure if anaesthetic drug reaches the nerve. To be on the safe side general anaesthesia has been applied in addition.